Manufacturer narrative:
The insulin pump alarmed during prime test due to faulty force sensor resistor. The device passed rewind test with no rewind anomaly noted. The device was received with noisy motor during rewind due to faulty motor. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, and cracked battery tube threads.

Event description:
It was reported that the insulin pump does not stop during priming. Customer also stated that the insulin pump had many cracks. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.